Event description:
It was reported that when the device was used during a bilateral hernia repair, the gasket tore and the seal fell inside the pt. The seal was retrieved from pt. Another device was used to complete the case. There were no consequences to the pt.